Event description:
It was reported that the pulse generator exhibited backup vvi mode and battery data could not be read. A device change out would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted on an unknown date.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.